Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It is reported on (B)(6) 2016, the patient followed up due to pain and it was noted that the patient had a fractured pedicle screw. On (B)(6) 2016 a revision surgery was performed, which consisted of removal of the hardware and decompression. The fractured screw was identified at lumbar 5 on the left side.

Manufacturer narrative:
The device was received by the manufacturing facility on march 29, 2016. A follow up report will be sent upon completion of the device evaluation. The report source is not foreign. Additional devices were received that were not reported; report one of ten for the same event, reference 3003853072-2016-00023 through -00031.

Manufacturer narrative:
The following analysis were performed on the returned screw: morphological analysis, microscopic analysis, micrographic analysis, hardness analysis. Review of device history records did not reveal any non conformances to specifications or deviations in procedures that might have contributed to the reported event. The ø5.5 mm x 40 mm medical screw (lot h19994aj), the hardness and micrographic structure of which are perfectly consistent with a ta6v-type titanium alloy, broke following a phenomenon of progressive cracking attributable to repeated cyclic flexion. The results of the analysis concluded there is no issue of product quality involved in this case. No x-rays or information related to the fusion was provided. Based on the information available the most likely underlying cause is unable to be determined.